Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded motor home switch.

Event description:
It was reported that the customer had issues with prime, and the motor does not stop while hitting the reservoir. No further information was provided.